Event description:
It was reported that this implantable lead was part of a system revision due to infection. Reportedly, redness was observed at the surgical site. The patient was treated with antibiotics. There was no additional adverse patient effects were reported. This lead remains in service.